Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed code 205 - av messaging data corrupt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor was displaying wrench code 205. The cause of the code 205 was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection at pin a25. The intermittent connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective flash memory. The last pt to use this monitor did not report any deficiencies.